Event description:
It was reported that during a shoulder bankart repair, one bioraptor knotless suture was intended to use. The anchor was placed to the bone with a mallet. Torque was rotated but it was hard to rotate. A click was heard and the torque was rotated three more times. The anchor came back with the device when the operator disengaged the device from the patient. A new hole was prepared, but the anchor came back again.

Manufacturer narrative:
The complaint indicates that the device was torqued, but was difficult to rotate. The procedure continued, the audible click was heard and three more rotations were attempted. The implant did not have a successful anchoring. It is unknown whether the recommended spade drill was used for the surgical site preparation. The device physically shows signs of difficulty maintaining axial alignment. The outer shaft prongs have been bent at the most distal end. These observations are also consistent with off axis insertion. The IFU cautions: ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site. Caution: ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Establish and maintain axial alignment of the suture anchor with the prepared insertion site.¿ no root cause associated with the manufacture of this device could be supported. No further investigation warranted.